Event description:
Further information was received in regards to the patient's medical history and death. The patient had no concurrent illnesses or diseases other than epilepsy. They did have a seizure reduction with their vns therapy. The patient receiving vns therapy treatment at the time of death, last settings 2.00ma. Date of death: (B)(6) 2012. Their system was not explanted after death. The death was not believed to be vns related. An autopsy was performed but we do not have the results. Their death was not witnessed. Circumstance of death: patient found dead in morning by family. Seizure history: the patient had a history of nocturnal seizures. Seizure types in the patient history: 2nd generalized and complex partial. The patient did not have a history of cardiac or respiratory problems. The patient was taking carbamazepine and was compliant with their medication.

Event description:
It was reported to our local partner in the (B)(4) that there was a patient death. Reported at this time as (sudep).no further information is available at this time. Event date unknown therefore used (B)(6) 2012. Date of death unknown. Good faith attempts will be made for further details about the reported event.